Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure. The procedure was delayed and completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch failed to produce x-rays. Upon troubleshooting, fse found that the cable that connects the footswitch to the table was damaged. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and according to the test protocol conclusion. Failure was confirmed. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.